Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that surgical intervention took place on (B)(6) 2017. A new pump was implanted in the buttock, and a new proximal (B)(4) catheter was connected to the existing (B)(4) catheter. The pump was relocated to the buttock in hopes of stopping the flipping that had been occurring in the abdomen. The last known update was that the patient was being titrated to effect, and there were no further issues.

Event description:
Information was received from a consumer via a manufacturer representative on 2017-mar-16 regarding a patient's implanted infusion pump containing morphine (7.5mg/ml at 1.4mg per day). The indication for use was non-malignant pain. It was reported that at a refill on (B)(6) 2017, it was discovered that the patient's pump was flipping. The pump flip was visually confirmed as the patient could be seen flipping the pump. During the refill, the healthcare provider was not able to access the reservoir. The patient reported a lot of pain, which first started on (B)(6) 2017. The patient was to meet with a physician on (B)(6) 2017 to discuss the next course of action.